Event description:
The manufacturer received information alleging a patient with a rep dreamstation bipap autosv device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.